Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level occasionally read "high" on the cgm, with specific values unknown, which indicated an adverse impact. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer continued to use the pump and multiple daily injections for insulin therapy.